Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the needle was bent, when it came out of the sheath. The scope was noted to have been damaged. The procedure was able to be completed with this device, as a sample was still able to be obtained with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of needle being bent. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.